Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The patient came from the emergency department because she was bleeding. The complained sample was collected from the patient while in the emergency department. The sample initially resulted as 1040 miu/ml and this value was reported outside of the laboratory to the doctor. The doctor did not believe the result because it did not correlate with the patient's "prognosis." A second sample was collected from the patient and tested with an automatic dilution, resulting as 49882 miu/ml accompanied by a data flag. This value was believed to be correct. The original complained sample was then repeated with an automatic dilution, resulting with a value that was the same as the value measured from the second sample. The patient was not adversely affected. The hcgb reagent lot number was 25919905, with an expiration date of 30-nov-2018. The field service engineer determined that there was an issue with the pinch valve tubing. He replaced all pinch valve tubing. As a preventive measure, the manually cleaned the measuring cells and reagent probe. He checked the gear pump pressure, mixer operation, syringe water inlet filters, system reagent bottle filters, and sample probe liquid level detection voltage. He performed a high voltage adjustment and a blank cell calibration. He ran performance testing and this was successful. The customer ran calibration and controls; these were acceptable. Calibration signals were within expectations and controls were within range. No reagent issues were obvious. Additional information was requested for the investigation but was not provided. The investigation was unable to find a definitive root cause.